Event description:
It was reported that this right ventricular (rv) lead was fractured. This lead to impedance values greater than 3000 ohms and loss of capture. This lead was capped and replaced with a new rv lead. No additional adverse patient effects were reported.